Event description:
An attempt was made to use a 2.75 mm x 12 mm sprinter legend rx balloon to pre-dilate a lesion in the rca. It was reported that the balloon failed to inflate on the first attempt due to a balloon puncture. No clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was slightly flared. Negative purge confirmed the presence of a leak. On inflation the device failed to maintain pressure and water was observed to leak from the distal section of the balloon. A longitudinal tear was visible beginning at the mid-section of the balloon and extending into the distal cone.

Manufacturer narrative:
Evaluation results: (event most likely occurred during procedural use, however, the root cause of event cannot be determined based on limited information available). Evaluation conclusions: operational context contributed to event (event most likely occurred during procedural use, however, the root cause of event cannot be determined based on limited information available).